Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 trauma fast flow accessories. The complaints of no pressure chamber was not infusing was not confirmed during testing. Tests completed test 1: connected to a regulated air supply and pressure read 290 without any leaks. Test 2: connected to a test h1200 device, pressure gage read 290. Connected to a 1000 ml bag of water and 14ga needle on a d100 disposable , pressure went down to 210 when unclamped. It took 3 mins and 32 secs to empty. There was constant flow in the drip chamber of the disposable . Connected to a 300 ml bag of water with 14 gauge needle on a d-100 disposable , pressure dropped to 250 when unclamped. It took 1 min 7 seconds to empty. There was constant flow in the drip chamber of the disposable no fault could be established as testing was not duplicated.

Manufacturer narrative:
Additional information was received from the customer in the form of two pictures. In picture one, it was observed that there was a hinge change of the h-2. The second photo reveals that there is a gap between the door and the chamber. Secondary measures were reported to be taken by delivering blood by a pressure bag. No product returned with inability to perform investigation.serial number was corrected; (B)(6).

Event description:
Information was received indicating that during use, the pressure of a smiths medical level 1 trauma fast flow system was too low in the pressure chamber and the bags could not be emptied fast enough. Subsequently the blood was administered with an external pressure bag. No patient consequences were reported.